Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed there was a hole near the side arm insertion area. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the visual exam, the complaint was confirmed. A non-conformance was opened to address this issue.

Event description:
The complaint is reported as: "hole in et tube. Patient had to be intubated twice." No patient injury or harm reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "hole in et tube. Patient had to be intubated twice." No patient injury or harm reported. The condition of the patient is reported as "fine".